Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member regarding the patient. The caller stated that the patient¿s device was readjusted by a manufacturing representative, and the patient¿s issues have been resolved. The caller indicated that the patient¿s device is getting older, which may have led to the need for readjusting it. No further complications were reported or anticipated at this time.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient might need a new stimulator soon because the implant was ¿going out by itself sometimes.¿ the ins would randomly shut off when it was charged. This was an intermittent issue that had started maybe 6 months ago. The caller met with the manufacturer representative about the issue and the manufacturer representative adjusted the settings and erased the setting that had been working for the patient. This reprogramming on (B)(6) 2017 was reported to make the situation worse because since then the patient¿s pain was drastically worse. Due to their pain, the patient could not get out of the house. The caller reported that they were working with a manufacturer representative to get the settings fixed because the patient might want their settings back. The patient did not currently have a managing hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.